Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 144-145 mg/dl.